Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode delivered two inappropriate shocks due to atrial fibrillation (af) and noisy signals oversensing. The technical services (ts) discussed troubleshooting options, and the patient was seen in clinic for reprogrammed and troubleshooting. This electrode remains in service. No additional adverse patient effects were reported.